Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient continued to experience unintended rib/abdominal stimulation after the lead was repositioned (reference MFR. Report: 1627487-2016-000938). Surgical intervention is planned as the next course of action to address the issue.